Event description:
Broke off part of needle stuck in skin [accidental needle stick]. Case description: a pharmacist reported that a pt (age unk) who was using novofine 8 (30g) (needle) due to diabetes mellitus (type and duration unk) experienced that a needle broke off during use. Reportedly the part that broke off the needle is still placed in the skin (stomach) and according to the physician, it is not clear whether it can be found by radiography. The outcome of the event is not reported. Further info has been requested.